Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-06928. It was reported the pt experienced stimulation in his buttocks and not in his back where needed. Reprogramming did not resolve the issue. The pt stated he stopped using his scs sys because of the issue. Consequently, his scs ipg no longer communicates with external devices. The pt is pending consultation with his pain management physician to evaluate the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.